Event description:
I had breast augmentation surgery breast implants in 2003. The brand is allergan / mcghan - biocell, style number 168. I've been to my plastic surgeon, gynecologist, local breast mammogram center and physician, undergone mammogram and ultrasounds for several years now because of ongoing, consistent pain in the outer sides of both breasts. Especially my left breast. I've reported to my physicians that I struggle to sleep at night due to breast pain. I cannot lay on my side without it waking me up. No one knew what the cause may be. I heard of the allergan breast implant recall last week and have read about it extensively. I think I may be suffering from pain and possible inflammation caused by the textured implants. I plan to call my dr this week to discuss this recall and ask to be tested for cancer and any other possible side effects. It astounds me that FDA can recall breast implant and advise the public that they can cause a deadly cancer, and the FDA and allergan can simply tell women with these implants not to be concerned or remove them. The emotional and mental stress I've had since I discovered my implants were on the recall list saturday morning is indescribable. The FDA should demand that allergan pay to replace these implants in all women who have them. I do not want to undergo surgery, but I think it's ridiculous that these implants are recalled and banned worldwide and allergan is not being required to pay for their replacement. FDA safety report ID# (B)(4).